Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record (f1532102) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided on the reported event, the inability to advance in sheath was probably a result of the torturous vessel; the distal tip may have difficulty in making the "turn" into the vessel. It was reported that the patient was thin. Based on this information, the most likely cause of the sealant exposed above the skin after deployment may be due to a shallow vessel depth; however, the root cause could not be conclusively determined. All incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed. Note: MFR report # 3004939290-2016-00122 was originally submitted on 04/28/2016; however, acknowledgements number 2 and 3 were not received. This report is being re-submitted on 4/29/2016.

Event description:
It was reported that during the mynx procedure, the deployer was unable to advance the device into the sheath. The sealant was subsequently noted above the skin and a small hematoma (less than 6 cm) was observed at the access site. The device was being used for arterial closure. While advancing the mynx device into the procedural 5f procedural sheath, there was a complete stop prior to the white mark. After looking under fluoroscopy and noting a small short area of tortuosity, the doctor withdrew the sheath slightly which helped to resolve the issue. The mynx was able to be advanced to the white mark successfully. During sheath withdrawal, it was noted that some of the mynx sealant was present above the skin level. It was suspected that this was due the patient being thin. After holding manual pressure, the excess sealant was lifted slightly to trim but separated at the skin level. A small hematoma (less than 6 cm) was subsequently noted at the access sight. A total duration of approximately 30 minutes of manual compression was applied to treat the hematoma and the hematoma was massaged out. The patient was non-compliant with remaining still throughout the entire case including the mynx deployment and while applying manual compression. The patient was further non-compliant post manual compression. There was no noted growth of the hematoma at the time of departure from the interventional radiology lab. There were no additional issues, complaints, or concerns. The patient's hospitalization was not prolonged as a result of the event.